Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: customer reported had several 20g insyte autoguard issues with lot #3166524 in the last couple of weeks. When retracting the needle they are sticking and causing the seal to break and bleed out. A couple times it has stuck and pulled the entire catheter out of a client's arm.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation (leakage). No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3166524, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information we cannot identify a definitive root cause at this time. Although we could not confirm the failure for this incident, we have investigated similar reports related to this failure and the appropriate personnel are looking further into this matter.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: customer reported had several 20g insyte autoguard issues with lot #3166524 in the last couple of weeks. When retracting the needle they are sticking and causing the seal to break and bleed out. A couple times it has stuck and pulled the entire catheter out of a client's arm.